Manufacturer narrative:
The data logs and tip could not be returned for evaluation. The investigation is ongoing.

Event description:
A patient reported that a user facility performed a thermage cpt treatment on their eye, face, and neck areas and the patient experienced blisters on their face in the evening after the procedure. No further details are known about the event and the patient declined to provide the name and location of the treating clinic. The exact location of the blisters on the patient's face is unknown. The patient had inquired with solta about counterfeit tips. The patient observed during the treatment that the eye tip had an external wire and the face tip did not. The clinic reportedly had told the patient they were using a counterfeit eye tip for the treatment. The reporting form indicated the thermage system was authentic.

Manufacturer narrative:
No treatment information was provided. No product was returned for evaluation and report of counterfeit tip could not be verified. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No solta serial number was provided for this event. According to thermage cpt user manual, blisters are known potential reaction to treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.